Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, on initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.